Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and ketones were moderate. The cause was not known. Customer was hospitalized. Contact was not with the customer at the time of the report; tandem technical support could not determine a cause of elevated bg. Upon follow up, contact reported no issues observed with the pump supplies. Customer was treated with insulin injections and discharged on (B)(6) 2018. Elevated bg was resolved.